Event description:
It was reported that a malfunction occurred on the pump, with the malfunction code malf 12 being displayed. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.